Manufacturer narrative:
Exact date unknown, event occurred few years ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation and that the ipg no longer holds a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.